Event description:
It was reported during a laparoscopic cholecystectomy the surgeon fired the er420 across. The cystic duct and the clip scissored. This happened with repeated firings of the device. A second device was opened and the clips also scissored. An ra320 was opened to complete the procedure. A clip is being returned with the device. There was no consequence to the pt.